Event description:
The facility reports the patient was being lifted from the chair to the bed. When the patient was being raised, the caregiver heard a snap and the patient slipped out of the sling onto the floor, landing on her right side. The right leg clip is the one that unclipped. The patient was being lifted in an extra-large sling.